Manufacturer narrative:
Additional narrative: patient information is unknown. Event date: unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic ring on the slotted mallet split and fell off during surgery. Also, while using the oracle slap hammer, the shaft separated. There was no delay in surgery and the patient is stable. There is no additional information. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Service history review: part no. Pdl102, serial/lot no: (B)(4): no service history review can be performed as this is a lot controlled item. The manufacture date of this item is february 09, 2006. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the plastic ring split and fell off. The repair technician reported the cap broke off the mallet. Damaged component is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information provided by reporter. An investigation summary was performed. The investigation of the complaint articles has shown that: one (1) slotted mallet (part pdl102, lot a70a46, mfg feb 2006) and one (1) oracle slap hammer (part 03.809.972, lot 6552991, mfg feb 2011) were returned with a complaint stating that the plastic ring on the slotted mallet split and fell during surgery and the shaft of the oracle slap hammer ¿separated¿. Upon evaluation, it was noted that the plastic cap was broken into two pieces with the threaded insert broken from the base. The threads on the plastic insert were stripped. The oracle slap hammer was returned with the shaft broken from the adaptor component at the threads. Replication of the complaint condition is not applicable since the parts were returned broken. The complaint condition is confirmed. This investigation summary is approved. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.